Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a main drawer failure. The technical service engineer recovered the drawer failure to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer failure, unable to open. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.